Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. She changed the infusion set and alarm occurred again. Blood glucose value was 201 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. She was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin did exit. Customer was advised the insulin pump is working as designed and the alarm was caused by a set/reservoir occlusion.